Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test. However, the device passed the 25u bolus delivery test.

Event description:
It was reported that the customer wore the insulin during a MRI procedure. It was stated that the device was pulled from his body and insulin was delivered. The paramedics were called and the customer was treated for low blood glucose. The customer's blood glucose was 32mg/dl. No further information was provided.